Manufacturer narrative:
(B)(6). Date of report: 06 aug 2019. The customer repaired the unit. Through follow-up it was confirmed that the customer successfully replaced the user interface (ui) assembly. The customer further confirmed that after the repairs were completed the unit was tested and was within the manufacturer's specification and was returned to service. There was no allegation of deficiency prior to this event. Root cause: the gui assembly returned and was tested with the fi test touchscreen installed and no functional failures were identified. Testing could not be performed on the touchscreen due to the physical damage this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late.

Event description:
The customer reported that the unit touch screen was damaged due to an impact. The customer confirmed that there was no patient involvement.